Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, missing reservoir tube o-ring and completely broken off reservoir tube lip. No crack on reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call that there was crack on the reservoir compartment. The customer stated that they had low blood glucose of 45 mg/dl. The insulin pump was returned for analysis.